Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm while connected to the mobile power unit (mpu) was confirmed via analysis of the submitted log file. The submitted log file contained approximately 34 days of data ((B)(6) 2020 per the timestamp). The log file captured a low voltage hazard and no external power alarm on (B)(6) 2020 from 19:43:29 to 19:43:30 due to a loss of external power while connected to the mpu. The alarm resolved once external power to the mpu was restored. The system controller backup battery supported the system during the loss of external power. The alarm did not affect the controller¿s ability to operate the pump at the set speed. The root cause of the reported event was determined to be due to the mpu ac power becoming loose at the back of the unit. Heartmate ii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ and heartmate ii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the low voltage hazard and no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii patient handbook and heartmate ii instructions for use section 3 ¿ ¿powering the system¿ explains the various ways to power the heartmate ii lvas, including how to properly use the mpu and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. This section explains how to properly connect the ac power cord to the power entry module on the mpu and to an ac electrical outlet. Furthermore, this section instructs the user to pull back on the end of the power cord after connecting to the mpu to ensure that the cord is securely connected to the unit. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed that the mobile power unit (mpu), serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The mpu was shipped to the customer on 31jul2017. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the mpu would not be returning and was currently functional. It is unknown if the mpu had a v-lock connector on its a/c power cord. Per the patient, the power cord came loose from the back of the unit. There were no environmental circumstances that would have affected the a/c power at the time of the event, such as loss of power to the house. The patient was asymptomatic.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the customer submitted log files for review. Technical services reviewed the log file and noted that it captured no external power events in (B)(6) 2020. These were caused by power to the mobile power unit (mpu) being briefly interrupted. This may be due to the mpu ac power cord coming loose at the mpu, ac wall outlet or house power disruption. There were no other unusual events recorded in the log file event history.